Event description:
Additional information received indicates that the patient condition was stable before, during, and after the changes.

Event description:
It was reported that a patient presented with no tachycardia response from their right ventricular (rv) lead. Programming changes were performed, and the arrhythmia was converted at 12j by the device. The patient condition was not known.